Event description:
It was reported that the patient was admitted for a tibial plateau osteosynthesis procedure. During one of the drilling operations, the tip of the drill bit broke off inside the bone and became lodged in the tibia. The drill bit remained in the patient.

Manufacturer narrative:
Please note the correction to d9. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. It was reported that questions were raised regarding the lifespan of the drill bit and the number of uses. In this relation, it can be pointed out that the stryker instructions for cleaning, sterilization, inspection and maintenance provides information to identify when the device should no longer be reused or is still within specification. When cleaned, sterilized and maintained according to the instructions provided within this document and documents referenced therein, the reusable medical devices maintain their function and biocompatibility over the lifetime of the device. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient was admitted for a tibial plateau osteosynthesis procedure. During one of the drilling operations, the tip of the drill bit broke off inside the bone and became lodged in the tibia. The drill bit remained in the patient.